Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the leads were replaced per physician¿s preference. It was also reported that the numbness that the patient experienced was not a result of the stim implant and the issue had quickly resolved. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain, numbness, tingling and weakness in her left upper extremity post implant procedure and the stimulator severely exacerbate patient&#38112;pain when used. X-ray results showed lead migration. It was noted that the migration of the lead was irritating the surrounding nerve roots. The patient will undergo lead revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain, numbness, tingling and weakness in her left upper extremity post implant procedure and the stimulator severely exacerbate patient's pain when used. X-ray results showed lead migration. It was noted that the migration of the lead was irritating the surrounding nerve roots. The patient will undergo lead revision procedure.